Manufacturer narrative:
Corrections: h10 a supplemental report is being submitted for corrections. H10 additional products corrected duplicative battery serial numbers. Additional products: d4: serial#: (B)(6); d9: yes, return date: 14-dec-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial#: (B)(6); d9: yes, return date: 14-dec-2020; h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes; d4: serial#: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that reported that the patient heard a beep prior to a period in which two of the batteries were not being consumed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and correction. B3 date of event was corrected from (B)(6) 2020. B5 description of event was updated to indicate that the patient heard a beep prior to a period in which two of the batteries were not being consumed. G3: initial aware date: (B)(6) 2020. Product event summary: three batteries were returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. During functional testing, the returned batteries were able to properly charge and discharge with no anomalies observed. Log file analysis revealed that the controller, con316582, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the controller log files, which covered the period through (B)(6) 2020, revealed that (B)(6), bat903235, and bat903233 each discharged as expected when in use. Review of the data log file revealed that, on (B)(6) 2020, bat903232 was the primary power source from 07:12:56 through 15:28:57. Throughout the entire period that the battery was providing power to the controller, the battery was reporting a relative state of charge (rsoc) value of 100%, despite providing power to the controller. The frozen rsoc value was likely perceived as the reported inability of the battery to discharge. Additionally, analysis of the data log file revealed momentary disconnections involving (B)(6), bat903235, bat903233, bat903232. Momentary disconnection will result in an audible tone or ¿beep.¿ as a result, the reported events were confirmed. The batteries were lubricated prior to the release. The most likely root cause of the reported "inability to discharge" event can be attributed to a battery malfunction resulting in the battery reporting a frozen rsoc value while powering the controller. The most likely root cause of the reported "beep" event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: serial or lot#: bat903235 d9: yes, return date: 14-dec-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: bat903233 d9: yes, return date: 14-dec-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: serial or lot#: bat903232 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c10 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 12-aug-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 12-aug-2020. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 12-aug-2020. Labeled for single use: no. (B)(4). Additional information has been requested regarding the log files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited an inability to discharge. The batteries were exchanged. No patient complications have been reported as a result of this event.